Event description:
Add'l info rec'd from MFR 11/7/02: a more complete description: on 9/17/02 it was reported from a medwatch that the scalpel handle referenced did not work. They also reported that there was no adverse event. The scapel handle is a part of the thermal scalpel system. The handle is designed to accept disposable scalpel blades that heat up to reduce blood loss during surgery, to help maintain a dry surgical field, and to minimize tissue damage. The scalpel handle was not returned, so an evaluation could not be completed. The reported lot was no longer available in inventory for testing, and there have been no other valid reports for this lot. Therefore, this appeared to be an isolated event that could not be verified. As there was no indication of an adverse event or any future possible injury, and no reported injury, the event was determined to be no reportable as an MDR. It was decided to continue to monitor the device for future reports and any increasing trends. The life expectancy and anticipated failure rate for the device and power source: the life expectancy of the reported device is 10 to 12 uses/cleaning cycles. This device is sold sterile and can be re-used after proper cleaning and sterilization as outlined in the IFU. Different cleaning and sterilization methods will affect life expectancy, as components will degrade over time with use and cleaning. Once components have degraded, the device should be replaced, and this is clearly indicated in the IFU. The failure rate for 2001 was 3.4%, and for 2002 ytd is 1.1%. This rate was determined from quantity shipped versus handpieces reported as a valid or indeterminate complaint during 2001 and 2002. This is trending down, to give an anticipated failure rate of less than 1.5%. Co has no similar devices with which co can infer a corresponding failure rate. The power source is capital equipment with an indefinite life expectancy as it is a repairable item, and with proper care will remain in service indefinitely.

Event description:
Handle on hemostatix thermal scapel would not work. No adverse outcome to pt.